Event description:
It was reported by the customer that their insulin pump had alarmed. Customer states that they had accidently worn their device why being x-rayed and it alarmed shortly after. During troubleshooting, customer was asked to perform a displacement test. The device failed the displacement test. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 87 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during the rewind due to a motor encoder signal that was out of phase. The displacement test could not be performed due to the constant alarm. The insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube lip, minor scratches on the display window, a stained end cap sticker and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.